Manufacturer narrative:
It was reported that the patient experienced a controller fault alarm. The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed two controller fault alarms logged on (B)(6) 2016. The controller fault alarms were of type sys_uic_aps_fail, indicative of a leaky diode on the active power selection (aps) circuit. The aps circuit manages the selection of the active power source. When the main integrated chip senses that the current from the aps circuit is outside the normal or expected range, a controller fault alarm is triggered. The alarm does not affect the electrical connection between the controller and power sources. Heartware has an internal investigation on screening the diodes and leaky diodes in the aps circuit board manufacturer. The most likely root cause of the reported event can be attributed to a leaky diode on the automatic power switch of the controller heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator that the patient came into clinic for routine visit in the morning and reported having a controller fault alarm last night. Patient reported the alarm being brief and only occurring once. No pump off time reported and no damage to the controller was noted. Log files were sent for further analysis. The log files verified that the patient had two controller fault alarms on (B)(6) 2016 at 23:00:46 and 23:01:03. Per the engineering team, the controller fault alarm generated for (B)(4) was sys_uic_aps_fail which is an alarm generated by the controller's automatic power switch circuit. A controller exchange is recommended if the patient can tolerate it. The site performed a controller exchange in clinic in which the patient tolerated well with minimal pump off time. A new controller was issued.